Manufacturer narrative:
The customer verified that the tubes that connect to the regulator were secure. The instrument was stopped, which stopped the leak. Bci customer technical support (cts) informed the customer that the leak was mainly di water but it could be mixed with wash concentrate ii. Bci field service engineer (fse) visited the site on (B)(4) 2011, and found wash solution canister was overfilled, causing fluid to back up into air regulator. The fse replaced float switch in canister and verified the instrument operation.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak on unicel dxc 600 pro synchron clinical system. The customer stated the 10 psi air regulator was leaking. There was no exposure to uncovered wounds or mucous membranes, and no injury was reported.